Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the reported slda was a cascading effect of the device damaged by another device. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional mitraclip mentioned in b5 is filed under a separate medwatch report number.

Event description:
It was reported that on 15 november 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5. Three triclips were initially implanted successfully: (1. Tcds0302-xtw, lot: 40404r1055, 2. Tcds0302-xtw, lot: 40411r1007, 3. Tcds0302-xt, lot: 40206r1030). An additional xtw (lot: 40411r1006) was planned to be implanted anterioseptal. While attempting grasping, the clip contacted the third implanted clip xt (lot: 40206r1030) causing it to detached from the posterior leaflet. The xtw (lot: 40411r1006) was implanted posteriorseptal to stabilize. The procedure ended with tr reduced to grade 3.